Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 22/apr/2019. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "is almost completely empty, implant has again ruptured, painful before surgery, dropped," and "upset at the way she looks".

Event description:
Patient reported left side "is almost completely empty" as "left implant has again ruptured, painful before surgery, dropped," and "upset at the way she looks." Patient additionally reported having "a lot of colds;" this event is not related to the device. Device remains implanted.